Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the pump touch screen was unresponsive. As well, as "charging port bad connection." There was no reported adverse impact to the customer¿s blood glucose level. The customer declined follow up from tandem technical support, therefore further information was unable to be obtained.